Event description:
It was reported that the patient experienced increased spasms and increased spasticity. The location of the issue/symptoms was noted as the catheter track. Diagnostic testing included a dye study. A catheter break was noted in the distal segment. The cause was determined to be a tear at the spinous process as noted on computerized tomography (CT). Surgical intervention will be required to replace the catheter. The issue was reported as unresolved. The product was reported to remain implanted and in-service. At the time of the report the patient's status was reported as alive with injury. It was further provided that the revision surgery was performed on (B)(6) 2014 and the patient¿s dose was being titrated. It was thought that the patient was doing well after the replacement. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# b0975183k, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to the pump and catheter replacement on (B)(6) 2014, the patient had been experiencing decreasing response to therapy in the preceding 6 months. The previously reported contrast study was performed on (B)(6) 2014 and showed a large tear in the catheter at the level of the spinous processes. Because the pump only had 21 months to the elective replacement indicator (eri), the pump was replaced at the same time as the catheter replacement. The pump was refilled with (B)(4) micrograms per milliliter baclofen and was stabilized on (B)(4) micrograms per day with significantly improved mobility and ease of transferring. The patient had previously been receiving (B)(4) micrograms per day with much less clinical effect. The patient was now receiving effective therapy.